Event description:
The customer reported high blood glucose. The blood glucose reading was 315 mg/dl. Prior to the event, the patient felt thirsty and fatigued. The customer treated with insulin pump therapy. In troubleshooting, the patient stated that the insulin was not kept at the correct temperature. It was explained to the customer why insulin should be kept at right temperature. Later, the patient felt ill and stated her fiancé would take her to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.